Event description:
Customer called to report the pump had a broken and loose arm shaft. Also customer stated that a piece of metal was found inside the reservoir compartment. Device was not dropped, bumped, or exposed to moisture.